Manufacturer narrative:
The display was blank due to a broken solder joint on the interface board.

Event description:
It was reported that the display on the insulin pump troubleshooting was performed, but the display could not be restored. The customer stated that the bottom of the battery compartment looks scorched. Nothing further was reported.